Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had pocket site pain. It was unknown what may have led or contributed to the issue and what actions/interventions were taken to resolve the issue. It was noted the issue was not resolved at the time of the report; surgical intervention was planned but not scheduled yet. No further complications were reported/anticipated.